Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 694765, lead; implanted: (B)(6) 2008; model: 5076-52, lead; implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead exhibited an elevated capture threshold. Testing was completed but other vectors resulted in diaphragmatic stim, so no changes were completed at that time. When the patient returned for another follow-up visit the lv thresholds had remained high. The lead was reprogrammed at this time. The lead remains in use. It was noted the patient is currently enrolled in the product surveillance registry and the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient reported feeling "jumping on left side." The patient was brought in for device interrogation and left ventricular (lv) lead threshold testing of programmed lv lead vector. It was noted that the patient was feeling diaphragm stim in all tests. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.